Manufacturer narrative:
(B)(4). Results: infection, fever. Urosepsis. Conclusions: urosepsis.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not a factor in this event. The patient was treated with antibiotics for a possible infection. The patient had a fever three weeks post index procedure and urosepsis treated with antibiotics. The cat scan on showed some abnormality in the aneurysm outside the area of repair that was ultimately proven to be artifactual and direct puncture of the aneurysm sac with bacteria pcr was negative for infection. No additional clinical sequelae were reported. The patient is fine.